Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced lasting pain post-implant. The patient had positional pain in the chest while sleeping on the left side or rolling the shoulders. Patient's heart rate was noted to have gone up from 50-60s to 110 beats per minute. At implant, the patient was dehydrated, and the lung was punctured with ra lead placement. The patient suspected that the ra lead's extra length was causing the symptoms and slight pressure on the heart. Boston scientific technical services (ts) referred the patient to the physician to check the symptoms and the device. This lead remains in service. No additional adverse patient effects were reported.